Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose with blood glucose of 550 mg/dl at the time of the incident. The customer used the pump and manual injections to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer performed several set changes and their blood glucose was not coming down. The customer believes their pump is not working. Troubleshooting was completed and no issues were found. The customer was getting steroid shots for a knee issue. The insulin pump will not be returned for analysis.